Manufacturer narrative:
This report 2647580-2018-03393 was sent in error as a duplicate for MFR report number: 2647580-2018-03395, any additional information received in the future will be captured and submitted under the report number 2647580-2018-03395. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe#702626070

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was fired over a calcified left renal artery in a laparoscopic procedure, the staples misfired and caused bleeding to the patient resulting to conversion of the procedure into an open surgery with the extension of the incision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.